Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever and abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event and was discharged the following day. The patient was treated with vancomycin injection (1 g, intraperitoneal, frequency and duration not reported) and meropenem injection (250 mg, intraperitoneal, frequency and duration not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information was available.